Manufacturer narrative:
As it cannot be confirmed if the event involved a patient or procedure, the report will reflect no patient involvement. Date of event: unknown. (B)(4) lot unknown. Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that some of the teeth from a hollow reamer broke off the last time the device was used. No additional information, including patient or procedural involvement, was available. This report is 1 of 1 for (B)(4).